Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and a horizontal aorta of 5 degrees. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23x40mm, non-abbott ballon. The patient was hypotensive and managed by atropine and ephedrine before the valve implant. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). During removal, ds nosecone and valve interaction was noted. Post-implant, the valve was observed to have popped up into the ascending aorta. A second 27mm, navitor vision valve was decided to implant using a large flexnav ds. The patient remained hemodynamically stable throughout the procedure; and there was no clinically significant delay reported. The implanter believes that the nodular calcium at annulus on the ncc and related distal valve under expansion; ds nosecone and valve interaction during ds removal; hyperkinetic state noted in the patient. The patient was recovering and was admitted to hospital due to covid-19 infection.

Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and a horizontal aorta of 57 degrees. Before use of the flexnav during vascular access, the patient became hypotensive due to a vasovagal response which was managed by atropine and ephedrine. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23x40mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). During removal, ds nosecone and valve interaction was noted. Post-implant, the valve was observed to have popped up into the ascending aorta. A second 27mm, navitor vision valve was decided to implant using a large flexnav ds. The patient remained hemodynamically stable throughout the procedure; and there was no clinically significant delay reported. The implanter believes that the nodular calcium at annulus on the ncc and related distal valve under expansion; ds nosecone and valve interaction during ds removal; hyperkinetic state noted in the patient to be the cause of migration. The patient was recovering and was admitted to hospital due to covid-19 infection.

Manufacturer narrative:
An event of valve under expansion and device migration (aortic direction) was reported. Information from the field indicated that post-implant, the valve was observed to have popped up into the ascending aorta. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer noted that ¿cine review. "Full procedural fluoro imaging was provided, which confirmed the valve migration and subsequent implantation of a second valve. Upon deployment, the first valve appeared to be well expanded and at an appropriate depth. The migration occurred at the same time as the nosecone was being pulled through the valve for removal. Although interaction between the nosecone and valve was not obvious from the imaging, given the timing it seems possible or even likely that the nosecone interaction contributed to the valve migration.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve under expansion appears to be related to challenging patient condition. The cause of the reported valve migration could not be conclusively determined. It is possible procedural condition contributed to the reported event. However, this cannot be confirmed. The reported surgical intervention is the result of case-specific circumstances, as valve in valve surgery was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect - clinical code: 4580.